Manufacturer narrative:
Retainer ring = black. The complained about the unit having a pump error 53 on the event date of 02-nov-2021. Unit passed displacement test and selftest. The history/trace downloads were successful using thus software. Pump error 53 was present in the history download on the event date of 11/02/2021 07:57:56.000 am. Esf1925624. File number=49005, line number=24578. Tested with a test p-cap and the test p-cap locked in place properly. The unit received pillowing keypad overlay. Pump error 53 was confirmed due to a software error. The pump was cut open to perform a visual inspection, and no moisture or physical damage was found on pcba 1, pcba 2, or the motor. R&d replied that in all 3 cases, pump error 53 was triggered due to abort exception - possible hw issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. Customer was performed self test and it was passed. The customer stated they were able to clear the alarm and rewind the insulin pump, but it reoccurred after it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.